Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician noted oversensing of noise on both the right atrial (ra) and right ventricular (rv) channels. The noise led to inappropriately stored episodes. The physician brought the patient into the office and was able to reproduce the noise with isometric maneuvers. It was noted that the patient lifts weights. Due to this the physician believes the rv and ra leads may be fractured between the clavicle and first rib. The threshold and impedence measurements were normal and the patient does not pace often in either chamber. Subsequently the physician has opted to continue to monitor the patient at this time. The rv and ra lead remain in service and no adverse patient effects were reported.